Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a minor user experienced fluctuating blood glucose associated with frequent and repeated meal announcements on the ilet bionic pancreas, including multiple ¿more than usual¿ entries within short intervals, which led to algorithm-driven overcorrections and subsequent highs and lows; education and follow-up training were provided to adjust meal announcement practices. Symptoms included hypoglycemia and hyperglycemia, with reported values ranging from 39 to 400 mg/dl and no acute sequelae. Outcomes included self-management of lows with oral glucose and no medical interventions or hospitalization. Investigation included review of device data and user counseling. Investigation of this case revealed use-related error involving excessive meal announcements in close proximity, contributing to insulin dosing patterns that resulted in glycemic variability. It was concluded, based on previously established findings for similar reports, that user technique and training needs were the primary contributors.